Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 2.11.2.8275. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported for missing glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled high glucose alarm and low glucose alarm feature in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Nano amps was adjusted on the keithley till high and low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with smasung, os version 14 and app version 2.11.2.11107. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.